Manufacturer narrative:
Insulin pump received with minor scratched display window, broken battery tube threads.(however the test battery cap fit with battery tube threads), cracked reservoir tube, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.

Event description:
Customer reported via phone call that the device was damaged. Customer's blood glucose was 251 mg/dl. Pieces of plastic broke off from the reservoir compartment and battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.